Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial right tka, the female patient had a revision due to effected poly caused excessive wear which has led to lysis and pain. Patient was revised to a 11mm insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. Sales rep was unable to obtain x-rays. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of the prosthesis wear which may have been due to oxidation induced embrittlement leading to cracking and delamination on the articular surface of the tibial insert. Based on the information provided and exactech¿s sales data, it appears that the device may have been packaged in a non-conforming vacuum bag for more than five years which could have contributed to the oxidation of the polyethylene. Additionally, there may have been micromotion of the insert and joint instability which could have added to the wear. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.